Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen screen noted. The insulin pump had an intermittent esc and act button response due to moisture damage keypad traces. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that display screen was frozen and time did not advance. Customer also reported that all buttons responded intermittently. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.